Manufacturer narrative:
The patient was reported to have no cardiac risk factors.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device was not returned for evaluation, as it was not available. Therefore, the root cause for the calcification remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. A supplemental report will be submitted up device history record (DHR) review completion.

Event description:
Edwards received notification that this mitral valve was explanted due to calcification, stenosis, regurgitation and leaflet thickened after three (3) years and four (4) months of the implant. Three months earlier the patient had been hospitalized due to mitral stenosis and multiple thrombi found in the left atrial cavity and discharged after three days. In this current hospitalization, echo showed similar results with mitral leaflets thickened with restrictive movement showing stenosis (eoa 0.8 cm, in diastole: velocity 3.3 m/s and differential pressure of 43 mmhg) and mild-to-moderate regurgitation in systole. Left atrium was notably enlarged and thrombi were found. Echos provided showed that the patient also had a tricuspid valvuloplasty at the time of the implant of this mitral valve and that the tricuspid valve was showing moderate-severe insufficiency with severe pulmonary hypertension. This mitral valve was explanted and a non-edwards valve was implanted in replacement. The patient recovered well and was discharged 10 days after the implant. Histopathological analysis of the explanted valve performed by the hospital confirmed calcification of the bioprosthesis.

Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.